Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Product / lot code / expiration date. PMA/510(k) number. Manufacture date. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "wear and/or deformation of articulating surfaces. " and "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. "

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 1993. Subsequently, patient was revised on (B)(6) 2015 due to pain, swelling, stiffness and a tibial fractured bearing. Operative report further notes polyethylene wear, progression of lateral arthritis, polyethylene synovitis, complete bone-on-bone disease, a limp and hemarthrosis. All components were removed and replaced with a total knee system.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 1993. Subsequently, patient was revised on (B)(6) 2015 due to pain, swelling, stiffness and a tibial fractured bearing. Operative report further notes polyethylene wear, progression of lateral arthritis, polyethylene synovitis and complete bone-on-bone disease. All components were removed and replaced with a total knee system.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to the instrument being used beyond its useful life.